Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? What specific steps were taken in an attempt to remove the device? Can more information be provided on staple form and anatomic location of the partial stapling? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Is the colostomy temporary or permanent? What is the current status of the patient? Will the device eventually be released for analysis? If the device is not available, would it be possible to get a photo of the device handle that includes the serial number?

Event description:
It was reported that during an unknown procedure, when making the anastomosis c-r, the handle of the device was tight and the usual "crunch" was not perceived. When opening the device : partial stapling but without section. The device stay blocked between 2 digestive part. At the extraction of the device, tearing of the posterior wall of the rectal stump on 3-4 cm. Patient consequences include: tearing of the rectal stump, need to dissect the rectal stump and to make an anastomosis lower with obligation to protect the anastomosis by a temporary stoma, extension of the operating time, and remote re-operation for closing.